Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, user could not rotate the endoscopic camera manipulator (ecm). The user discovered that the ecm's rotating wire was broken. The ecm was disabled, and the user manually rotated the camera to continue with the procedure without further issues. The procedure was continuing as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system and no errors were detected. Patient information was also provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the endoscopic camera manipulator (ecm) to resolve the reported issue. The ecm was received for failure analysis testing and the evaluation was completed. The physical damage to the ecm was able to be confirmed during visual inspection.